Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that varying impedance was observed on the superior vena cava (svc) coil of the right ventricular (rv) lead. Pocket maneuvers and patient manipulation were conducted and varying svc coil impedance continued to be observed. The rv lead remains in use. No patient complications have been reported as a result of this event.